Manufacturer narrative:
Isi has not yet received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photographic images of the device(s) or a video recording of the procedure were provided to isi for review. No review of system logs could be performed because the product information provided was incomplete. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy surgical procedure, the tip of a fenestrated bipolar forceps instrument broke and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the tip of a fenestrated bipolar forceps instrument broke and fell inside the patient. The customer removed the fragment during the same surgical procedure. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: all fragments were retrieved with no additional surgical procedure required. The instrument was in use for about 2 to 3 hours prior to the issue. The instrument was inspected prior to use. The surgeon noticed the tip of the instrument was unstable during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during use. The instrument was never removed from the patient prior to the breakage. The wrist was straightened upon the final removal of the instrument. The surgical staff did not feel any resistance upon the removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. Reportedly, there was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic image of the device or video recording of the procedure was available for review.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. The instrument was found to have a part of an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.084¿ x 0.199¿ in size. This failure is most commonly caused by overloading at the instrument tip. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps (part # 428093-13/ lot # m10190825-0637) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on 04/22/2020 on system (B)(4). This is a single use instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photographic images of the device(s) or a video recording of the procedure were provided to isi for review. A system log review was performed, but no errors related to this event would exist in the logs. Based on the failure analysis investigation results, this complaint has been retracted as a non-reportable complaint. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. This event involved fragments falling into a patient but the fragments were successfully retrieved with 1) no lasting permanent impairment of a body function or permanent damage to a body structure occurred and 2) no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.